Event description:
The customer reported that during the performance maintenance, it was noted a therapy board failure message on the service log. There was no patient involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.